Event description:
It was reported that the device alarmed for ventilator failure during a surgical procedure, automatic ventilation was not available. There was reportedly no patient injury associated.

Manufacturer narrative:
A dräger service engineer was dispatched to inspect the device on-site. The reported issue could be verified - the device performed a shut-down of automatic ventilation due to disturbed airway pressure monitoring. The so-called breathing asm - the functional unit into which the valves are embedded that control the ventilation cycles - was found contaminated with fluid. The fluid has also entered the tubing for the airway pressure sensor and occluded the tubing. Airway pressure monitoring is required to protect the patient from potentially hazardous output - if the monitoring is not available anymore due to e.g. An occluded pressure sensor tube the device is designed to shut down automatic ventilation and to post a corresponding alarm. Manual ventilation with the build-in breathing bag will remain possible but the monitoring functionalities may be impaired due to specific nature of the error condition. From the visual appearance of the fluid can be concluded that it was not condensed humidity from the breathing gas; it was body fluid that entered the system from patient side. It could not be determined retrospectively if the contamination happened during the concerned procedure or if it was present already before. The service engineer replaced several contaminated parts and tested the function afterwards, the device passed all tests and could be returned to use. Dräger finally concludes that the workstation responded as designed upon the specific failure mode. The root cause of the event was not product-related - it was an applicational issue.